Event description:
It was reported while unloading the empty stretcher, it became unlatched from the safety hook and lowered from the ambulance. A medic did allege a wrist injury as a result; however, no additional information was provided. The stretcher sustained damage as a result of the incident and repair parts were provided to the customer who is an authorized technician. The customer has advised the stretcher was repaired and has been returned to service.